Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide - always check that your cartridge has enough insulin to last through the night before going to bed. If you are sleeping, you could fail to hear the empty cartridge alarm and miss part of your basal insulin delivery. H3 other text : device not returned

Event description:
Reportedly, the pump ran out of insulin during the night while the customer was sleeping resulting in the customer experiencing an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. Customer administered a correction bolus via the pump to address the bg. Tandem technical support was unable to confirm the sequence of low insulin alerts and alarms in the pump history as the customer declined follow up contact.